Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, 12 retention samples were evaluated. Visual inspection of the retention samples did not identify any product abnormality that could have contributed to the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tubing of a homechoice cassette. This occurred during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.